Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 0-degree endoscope plus to perform failure analysis. The endoscope was evaluated and placed on a diagnostic tester or equivalent for functional testing. The light leakage test or equivalent was performed to detect if any image quality defect(s) were detected in either or both eyes. The endoscope was found with an artifact(s) in right eye. The probable root cause for functional test failed ¿ focus test¿artifacts is not determinable/applicable. Additional observation(s) not reported by site: the endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with attached endoscope adapter shaft bearing contributing to friction. The probable root cause of this binding is attributed to component susceptibility to increased friction. The endoscope was visually inspected and manually tested by hand using a series of movement tests and failed. The endoscope was detected with rattling or noise from the housing and/or detected loose balls from the led windows. The endoscope was disassembled and confirmed with dislodged desiccant balls inside backend housing. The probable root cause is attributed to component susceptibility through external collisions, during use, or during reprocessing. The endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack(s) was found on the bezel of the button pack assembly. The probable root cause of camera button pack ¿ cracked bezel is typically attributed to the use conditions, such as inadvertent collisions with hard surfaces or drop of the scope or caused by improper cleaning during reprocessing. The endoscope was visually inspected and found with mechanical damage to the scope¿s distal tip. The probable root cause of camera instrument ¿ endoscope tip damage is typically attributed to the use conditions, such as inadvertent collisions with hard surfaces or drop of the scope. The endoscope was evaluated and placed on a diagnostic tester or equivalent for functional testing. The light leakage test or equivalent was performed to detect if any image quality defect(s) were detected in either or both eyes. The endoscope was found with an artifact(s) in left eye. The probable root cause for functional test failed ¿ focus test¿artifacts is not determinable/applicable. The endoscope cable integrated connector was visually inspected, and the integrated connector ferrule window was found cracked / broken. Fa plus the endoscope was disassembled and the camera module was visually inspected and placed on an internal tester and failed. The camera module failed mtf test. The probable root cause of functional test failed --payload tester is not determinable/applicable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The 0-degree endoscope plus involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a 0-degree endoscope plus instrument had a chipped on the right lens. No fragment fell into the patient. The procedure was completed with no reported injury.